Manufacturer narrative:
Concomitant product: product ID 8703, lot # j93111815, implanted: (B)(6) 1993, product type catheter. (B)(4).

Event description:
It was reported the catheter was replaced on (B)(6) 2014 with an 8780 and the tip was positioned higher to manage the patient¿s upper extremity issues. The pump was delivering baclofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent